Event description:
During a periodic programming history database review, low lead impedance was observed to have been seen on (B)(6) /2023 for the patient. Additional information received noting that on 4/2/2025 the impedance corrected to normal and chest x-rays were ordered. On (B)(6) 2025 the x-ray report noted, "vns device projects over the left chest wall and curves up the left neck". The patient will be re-evaluated during their next follow-up visit on (B)(6) 2025.. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.